Event description:
It was reported that the stenoscop system was booting up with a hard drive error, however the imaging function was ok. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Based on the investigation, it is believed that there existed a connector issue on the hard drive. This assumption is based on the fact that after removing then replacing the original hard drive, the system worked as intended. The system was returned to service.